Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an elastic ligation procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.